Event description:
It was reported that the device was beginning to erode through the skin in the left subclavicular area. The device was repositioned subpectorally.

Event description:
New information notes that after the device was repositioned the patient developed a staph infection and was treated with antibiotics. A blister then developed on the skin. The system was removed and is being used externally until the infection heals.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.